Event description:
The stopcock w/extension was being used to administer cellular therapy products - when removed from the lumen it was hooked into, part of the end of the male piece stayed in the patient's lumen and caused the line to be replaced.